Event description:
Incident as reported: laparoscopic cholecystectomy - "dr. (B)(6) miss fired a clip when pulling clip applier out a piece of the product came off of the clip applier and fell into pt." Pt status: fine no harm was done.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.